Event description:
Information received indicates, the brake caster will not lock when the brake is set.

Manufacturer narrative:
The technician replaced the two bushings on the brake block assembly and adjusted the brake and brake/steer casters to repair the bed.